Manufacturer narrative:
H.6. Investigation: 5 photos were provided. Two show the packaging top web and three show a syringe with the plunger rod-rubber stopper all the way down. The photos confirm they are 60ml. From the photos it appears that a white substance is located between the stopper ribs and over the rubber stopper. A change was implemented by converting this product to 50ml; it is expected that this symptom will be mitigated with this change. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. CAPA#55639 was initiated. H3 other text : see h.10.

Event description:
It was reported that liquid medication leaked past the plunger of the bd luer-lok¿ tip syringe during use. The following information was provided by the initial reporter, translated from spanish to english: "it is a product that when used (introduce liquid-medicine) evidences that the liquid is leaking out of the embolus. Liquid outlet of syringe through the plunger."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that liquid medication leaked past the plunger of the bd luer-lok¿ tip syringe during use. The following information was provided by the initial reporter, translated from spanish to english: "it is a product that when used (introduce liquid-medicine) evidences that the liquid is leaking out of the embolus. Liquid outlet of syringe through the plunger."